Event description:
It was reported a filter prematurely deployed in the pt which resulted in inappropriate placement. Another filter was successfully placed without pt complications. A delivery system in the locked position along with a sheath and dilator were rec'd, evaluated and retained by this MFR. The filter remains implanted and was therefore not returned for eval. No problems were noted with the sheath or dilator. Slight scratches were located inside the capsule of the delivery system. A lot search was performed and revealed no other complaints to date on this lot number. Follow up revealed difficulty was encountered advancing the delivery system to the intended implant site and continued exertion against resistance resulted in the filter prematurely deploying in the pt. Co believes this continued exertion against resistance may have contributed to this event. However, co is unable to determine the exact cause for this event. Directions for use state: "do not attempt to move or manipulate an engaged filter... In most cases, a second filter, properly placed, should be implanted for protection against recurrent pe."